Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that post op to a laparoscopic gastric banding procedure, a leak was detected in the band. The band was replaced. There were pt complications.